Event description:
It was reported that patient underwent total hip arthroplasty utilizing a hex ratchet shaft on (B)(6), 2010. During the procedure, the tip of the ratchet shaft fractured inside the apical plug as the surgeon was inserting the apical plug into the acetabular cup. The surgeon could not remove the fractured portion from the apical plug; which was inserted into the acetabular cup that was implanted in the patient. The surgeon does not plan to perform a revision procedure at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) reported a system error (se) 2240 during dwell. The technical service representative (tsr) had the hp cycle power and the se 2367 alarmed. The tsr advised the hp to disconnect. The hp would use manual bags to complete therapy and would call the registered nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp's nurse regarding the reported problem. The nurse stated that she was not aware of the bag falling and becoming disconnected but the patient had just been in to see her this morning and he has been doing fine and is able to continue therapy.